Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that his olympus high flow insufflation unit lost power during a therapeutic laparoscopic cholecystectomy procedure. According to the initial reporter, this caused an hour delay, but the patient was not under anesthesia yet. Reportedly, the procedure was successfully completed using another device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it is likely error code e03 and the power turning off during use occurred due to a failure of the main board. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The unit was powering down on its own. Additionally, a damaged front panel was discovered. There was a crack pinch valve on the unit as well as a faulty memory board. If additional information becomes available following the device evaluation, a supplemental report will be filed.